Event description:
Seven years post essure patient saw her doctor for pelvic pain in (B)(6) 2012. An ultrasound was done which showed that one device was outside of the fallopian tube, possibly in the myometrium of the uterus. Pt requested removal of both devices. During hysteroscopic procedure, doctor removed one essure device that was curled up in pt's endometrium. The other device removed from the opposite tube was properly placed. Pt's symptoms resolved after surgery. She had no other underlying conditions. Doctor attributed pt's pain to essure device.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.